Event description:
It is reported that the pt experienced pain and dislocation.

Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Adherence to rehabilitation protocol is unk. However, a definitive root cause cannot be determined with the info provided. Eval: the mfg records were reviewed and found to be conforming indicating that the devices were mfg, inspected, and packaged to spec.